Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that in a box of 12 intermittent catheters only 1 worked and had damaged the patient's urethra which stripped out some of the meat sometimes . Patient stated that in every box they got they only got 3-4 per box and wanted to look into the size of the tube that the curve at the end was way too big . Patient tried to straighten out but said that made them rough and made them useless. When the patient had the bend, it protected the intake from scraping the urethra, a lot of them were rough and sometimes the intake hole was on the opposite side of the curve . Stated that some catheters were flat and some of them were way too big. Customer had cut trying to figure it out. Also the rubber or whatever material the catheters were made of were rough and had bumps. Guessed that there are bumps on the inside as well. Patient stated that some of the catheters have jagged holes and some did not. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "preventive maintenance not performed". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. The device was not returned.

Event description:
It was reported that in a box of 12 intermittent catheters only 1 worked and had damaged the patient's urethra which stripped out some of the meat sometimes . Patient stated that in every box they got they only got 3-4 per box and wanted to look into the size of the tube that the curve at the end was way too big. Patient tried to straighten out but said that made them rough and made them useless. When the patient had the bend, it protected the intake from scraping the urethra, a lot of them were rough and sometimes the intake hole was on the opposite side of the curve . Stated that some catheters were flat and some of them were way too big. Customer had cut trying to figure it out. Also the rubber or whatever material the catheters were made of were rough and had bumps. Guessed that there are bumps on the inside as well. Patient stated that some of the catheters have jagged holes and some did not. No medical intervention was reported.